Event description:
Event description guidant received information that this pacing system was exhibiting atrial impedance measurements > 2500 ohms. Additionally, low p-waves were recorded with atrial noise on the electrocardiograms, despite appropriate pacing and sensing. Lead testing with a pacing system analyzer resulted in acceptable measurements. The pacemaker and associated atrial lead were subsequently removed from service. The device was returned for analysis. However, the associated lead was not returned.